Event description:
The technician alleged the head section is stuck in the raised position. No pt impact.

Manufacturer narrative:
The technician replaced the head section gas springs to resolve the issue.